Event description:
The report received from the registry indicates that approximately one month post cypher stent implant, the patient reported being admitted to the hospital with a myocardial infarction. According to the patient, blood work was drawn to confirm the event. The location of the myocardial infarction was undetermined and peak ck and troponin were reported as above upper normal levels. There was no evidence of stent thrombosis. As medical condition was resolving the patient underwent an exercise stress test with good results and was discharged after a two-day hospitalization. The patient continues to have chest pains and will be going to see his cardiologist. This event was reported as possible related to the index device and procedure.

Manufacturer narrative:
This patient was randomized to the registry for one vessel disease in 2007. A staged procedure was not planned. The target lesion was at the proximal to mid right coronary artery. The vessel was described as a native coronary artery. The reference vessel diameter was 3.0mm. The lesion was 24mm in length. Pre and post procedure diameter stenosis was 75% and zero percent, respectively. Timi flow pre and post procedure was iii, respectively. The lesion was denovo, with no major side branch involvement, smooth, and readily accessible at proximal segment. Angulation was <45 degrees, concentric, with little to no calcification. Lesion type was b1. The lesion was not predilated. A stent was deployed at 18 atms. Because the stent was not fully expanded post dilatation was performed with a 3.5x20mm balloon at 20 atms. Intravascular ultrasound (ivus) was not performed. At one- month follow-up the patient reported angina pectoris and was compliant with the antiplatelet regimen. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.